Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited noise and oversensing that led to pacing inhibition of greater than 2 seconds. A chest x-ray was done and it was noted that the rv lead appeared to be fully extended. Additionally, it was noted that the right atrial (ra) lead did not appear to be fully inserted into the device header. Boston scientific technical services (ts) suggested doing isometrics and pocket manipulation to see if the noise could be recreated. It was later determined that the patient had hip surgery at the time of the stored episodes of noise and oversensing. Hence, the patient was under anesthesia and being monitored at the time of pacing inhibition, so no related symptoms were experienced. An invasive procedure was performed. The device and rv lead were explanted and replaced. The ra lead remains in service. No additional adverse patient effects were reported.